Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), rash ("skin rash"), abdominal distension ("bloating"), dyspepsia ("digestive issues"), feeling abnormal ("brain fog"), fatigue ("fatigue") and arthralgia ("aching joints"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal distension, dyspepsia, feeling abnormal, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dyspareunia, dyspepsia, fatigue, feeling abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), rash ("skin rash"), abdominal distension ("bloating"), dyspepsia ("digestive issues"), feeling abnormal ("brain fog"), fatigue ("fatigue") and arthralgia ("aching joints"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal distension, dyspepsia, feeling abnormal, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dyspareunia, dyspepsia, fatigue, feeling abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.